Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were shooting out of the jaws. It was not reported that they fell into the abdominal cavity. A new device was used to complete the procedure. No patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed one clip as intended and it ejected thirteen clips. Finally, it locked out as intended. No incident related to the reported event was observed during the batch record review.